Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5137488, model/catalog description: infinion 16 trial lead kit 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed infection at the lead site. Symptom of fever was noted. The patient underwent an explant procedure.